Event description:
A malfunction was reported on a customer's pump, and there was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy for insulin delivery while awaiting a replacement pump. Tandem technical support sent a replacement pump with updated software to the customer, provided instructions on returning the problematic pump, and confirmed the shipping address, with no signature required for delivery.